Manufacturer narrative:
Correction: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2022-50476. Related manufacturer reference number: 2017865-2022-50478. It was reported that a patient presented with discomfort and wound dehiscence noted, revealing a system infection. The patient's system was explanted on (B)(6) 2022. No additional patient consequences were reported.